Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath. Upon removal from the packaging, the neuron max was found damaged at the distal tip and was not used. The procedure successfully continued using a new neuron max.

Manufacturer narrative:
Result: the sheath distal tip was fractured. There was no damage to the dilator. Conclusion: the complaint has been evaluated. The complaint indicated that upon opening the sheath the distal tip was noticed to be damaged. Evaluation of the returned product revealed that the distal tip of the sheath was fractured. This type of damage typically occurs if the device was improperly handled during removal from the packaging. If force is being applied on the device during removal from the packing card, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during process inspection.